Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples involved in this event were derived from the "factory 12hr xylene standard" protocol comprising 148 cassettes, which started in retort a at 15:50pm on (B)(6) 2019 and completed at 05:45am on (B)(6) 2019. The reagent in bottles 1 (formalin); and 7 (ethanol) were used for the first time in the fixation and final dehydration steps respectively of the "factory 12hr xylene standard" protocol started in retort a at 15:50pm on (B)(6) 2019; and there is no evidence of any use error(s) during replacement of these reagents. All other reagents had been used for at least two (2) previous processing runs without reported incident. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "factory 12hr xylene standard" protocol started in retort a at 15:50pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 12hr xylene standard" protocol started in retort a at 15:50pm on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint that tissue samples were "raw" following processing. The complainant advised that: "the processor ran to completion" and "tissue was mushy when sectioning". On (B)(6) 2019, the leica histology technical specialist- (B)(4) (fss) contacted the complainant by telephone and documented the following additional information in relation to this event: the protocol completed as expected; the affected tissue samples were noted to be "mushy" when embedded and could not be cut; the laboratory used another peloris tissue processor located in the laboratory to take the affected tissue samples back to 95% ethanol by manually pumping xylene followed by 100% ethanol and then 95% ethanol into the retort; the laboratory reprocessed the affected tissue samples using the alternative peloris tissue processor by manually pumping in reagent into the retort with reprocessing timings used for the vip tissue processor located in the laboratory; and the tissue samples in retort b were not adversely impacted by the circumstances involved in this complaint. Sub-optimal tissue processing was also documented to have been derived from a "12 hour" protocol, which started in retort a at 3:30pm on (B)(6) 2019 and completed at approximately 5:45am on (B)(6) 2019. On 25 march 2019, a leica field service engineer (fse) visited the laboratory in order to assess the operation and function of the instrument. The fse performed minimum verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On 27 march 2019, leica biosystems (B)(4) received the following information from the complainant as reported to the fss: "we are still trying to recover as much useful information as we can from the affected tissue and are still working through our level 3 safety report. There are definitely samples that will need re-collection but I cannot give you numbers as of yet. In reality that information may be a bit in coming." On 01 april 2019, the leica histology technical specialist- (B)(4) was advised by the complainant in relation to the patient outcome that: "we are just pulling all of the information together, and working through this with risk management. I will get back to you with information as soon as possible." As at 18 april 2019, leica biosystems has not received any further information in relation to either the final status of the tissue samples involved in this event or the patient outcome, despite request being made to the laboratory.